Event description:
The customer reported that the device gave multiple "no shock delivered" messages, but they believed the shocks had been delivered because each time they attempted a shock, the pt jumped.